Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. A photograph was received with the complaint . The product visibly showed the outer paper material was soiled. A batch record review was conducted resulting in following: uno drain fix s (25/200) ster int was manufactured under sap material ID 1301277 and manufacturing lot # 8h01659. The securement were produced, visually checked under subassembly lots 8f04493, 8e05316 on machine c080 and then packed in peelpacks (pouch) under lot 8h01659 august 2018 on center c2 on machine p013, with total lot amount 28 000 pce. Lot # 8h01659 was sterilized under lot uk33s12155722-3-1 and released based on the review of results of sterilization provided by sterilization company steris. All the results were within specification and products were released in compliance with (B)(4).. The production process, in-process control, testing result, packaging of products run according to the process instruction pi41-017 for subassembly process drainfix. Visual inspection of securement products acc. To tm-296sk was performed by quality assistant on beginning of order, on beginning of every shift and after every hour. Packaging was done on p013 according to the process instruction pi41-013 ver. 3 for packing of sterile securements products. During packing process following tests the following tests were performed: burst test to evaluate strength of the weld, water leakage test for detection of holes in primary pack, peel test to check correct opening of the seal and 100% visual inspection for detection of any defects on packing. Based on the available record, all tests were performed, and all results were within specification. Review of the DHR showed that all relevant tests required during the manufacturing process, packaging process and final product release had been fulfilled and met the requirements. No nonconformity has been registered during the manufacturing process of the mentioned lots. No another complaint of this nature on affected lot has been identified. A non-conformance was raised for the issue and a stop ship initiated. An investigation on retained samples was conducted. The investigation confirmed that the contamination had surfaced through the paper structure, but the fibers can be seen intact without degradation or dissolvement from the contaminant. Spectral analysis confirmed the source of the contamination was located inside the sterile barrier and that the contamination occurred from inside, specifically from the devices hydrocolloid material. Hydrocolloid material is a part of the drain-fix device. The investigation carried out by r&d confirmed the peel paper of drain-fix securement device, ref 685m, was not affected by the contaminant and thus should have kept its sterile barrier. Based on above, it was determined the issue was related to the hydrocolod material behavior and the sterile barrier of device was not affected; thus resulting in a cosmetic issue. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Device 1 of 1. (B)(4).

Event description:
It was reported that " it looks like the hydrocolloid has come through the packing material". Photographs depicting the reported complaint issue were submitted by the complainant. Product was not used, no harm reported. External package exhibits marking on the packaging that was reported to be from the product.